Event description:
A customer reported a leak of approximately 10 mls in volume coming from the right side of their hmx hematology analyzer/autoloader. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced cut tubing at pv5 resolving the leak. The hazard associated with the failure mode identified is likely to generate erroneous rbc and plt results due to sample carryover, as a result of inadequate backwash and/or drainage. (B)(4).